Event description:
It was reported that during a percutaneous coronary interventional drug eluting stenting procedure, stent damage occurred. The de novo lesion was located in the mildly tortuous left anterior descending (lad) artery. The vessel size was 2.5mm. The lesion was 95% stenosed and severely calcified. The vascular access site was femoral. The lesion was pre dilated with a 15 x 1.5mm balloon. Significant resistance was encountered upon insertion of the taxus liberte 24 x 2.50mm stent delivery system. The stent strut was damaged. No patient injuries or complications were reported. The patient's status is reported as "good."

Manufacturer narrative:
Visual and microscopic examination revealed mid-stent strut damage. Several stent struts were raised and mis-aligned. This type of damage is consistent with the device meeting some form of restriction during the procedure. It is advised in the directions for use (dfu) that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. Failure to do so and or applying excessive force during withdrawal can potentially result in device damage. According to the dfu, the physician correctly pre-dilated the lesion a review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is undetermined. However, the report states that the target lesion was severely calcified, mildly tortuous with 95% stenosis. These could have been contributing factors to the complaint incident.